Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. A review of the event history log confirmed the occurrence of an increased intra-peritoneal volume (iipv) event. The cause of the reported issue was determined to be use error, tidal total uf removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 18:39:50. During night drain cycle eight, the patient's ultrafiltration reading was 2067ml, indicating the home patient (hp) drained 1492ml more than their maximum programmed fill volume of 2300ml. No additional information is available.